Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Manufacturer narrative:
B3 event date: updated. B5 describe event or problem: updated.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that a computed tomography (CT) of the abdomen on july 27, 2017 revealed 12 degrees of tilting of the inferior vena cava (ivc) filter. The apex of the ivc filter abuts the posterior wall of ivc. There is perforation beyond the wall of the ivc by an anteriorly oriented strut into the duodenum. Also, the medial knowledge oriented struts perforate the on the wall the ivc and a single posterior medial oriented strut abuts the aorta. Posterior oriented struts also perforate into the retroperitoneal space.